Event description:
(B)(4). I had ensure placed in (B)(6) 2012 and starting in (B)(6) 2013 I have had multiple medical problems. Severe headaches and pain in my neck. Irregular periods. Periods that were extremely heavy and soaking through a tampon in less than two hours for days at a time. Abdominal pain that is sometimes dull and long lasting and other times sharp shooting pains through the day. Fatigue that at times would cause me not to be able to get out of bed. I have also had two ruptured cysts on my ovary which I had never experienced before the essure placement. Muscle tenderness and weakness. I have had two CT scans, x-rays, blood work at least four times, multiple types of ultrasounds, and a biopsy. The doctors cannot find any issues going on with my body that would cause these symptoms. I have no medical conditions or deficiencies at all.